Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 unspecified bd neoflon catheters were involved with patients experiencing infection. No device malfunction was reported to be involved. Antibiotics were administered to the patients as a result of the infection. The following information was provided by the initail reporter: it was reported via post market survey that clinicians encountered phlebitis (3),extravasation (6), and cannula occlusion (12).